Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. A bayonet neill-concelman (bnc) connector was repaired. The system was tested and is operating as intended.

Event description:
The customer reported that the left monitor was black on the 9800 system, and required a re-boot to recover. No pt injury was reported.